Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the electrode insulation layer was found to be cracked. The lead was removed and replaced. The patient was in recovering condition.

Manufacturer narrative:
The reported event of insulation cracked was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.